Event description:
I suspected I had become infected with lyme disease in 2012. I asked my md, repeatedly for testing and was denied, being told that "lyme disease does not exist in (B)(6)." I sought out a new doctor who was willing to test me. He ordered the lyme elisa test from labcorp as well as a lyme igg and igm western blot test. All three of them were negative by cdc standards. My elisa test showed nothing at all, and the igg western blot showed 2 positive bands and one indeterminate band. The igm showed on positive band and two ind bands. I was told I do not have lyme disease, and to keep on looking for an answer to my symptoms. I went on to be falsely diagnosed with ms and lupus through a rheumatologist and was told this was the source of my issues. I went on systemic steroids for the lupus and ms symptoms only to get worse and worse with no answers. I spoke with a friend who has lyme and she told me that it is very frequently misdiagnosed. I explained I was tested and had been deemed negative. She told me many of the testing was inaccurate. I started researching for myself and discovered this to be true. I sought out a lyme knowledgeable md who tested me through igenex, pharmasan labs and labcorp again. Again labcorp testing was indeterminate, but this time igenex western blots showed me to be cdc positive for both the igg and the igm tests. In addition to being positive for lyme disease, I also have babesiosis, mycoplasma pneumonia, chlamydia pneumoniae, and beta strep infections as well as ebv reactivation. The delay and mis-diagnosis due to inaccurate standard testing methods for lyme disease caused me to take steroids which allowed the infections to spread and run rampant in my body. I was hospitalized several times in heart failure and in svt with a heart rate of 177 due to valve infection from lyme. I had lyme carditis and almost died and was hospitalized over a week in the ccu as a result of help prevent others from being mis-diagnosed with other illnesses and harmed when those treatments for the wrong illness cause them harm and more damage. Labcorp caused me to be falsely diagnosed and had I not tested with igenex I would still be sick instead of getting better! MFR reported as: lab corp.